Manufacturer narrative:
Result of investigation: the equipment was received in vyaire facility for evaluation. Service technician was not able to verify customer's reported problem "power failure". All testing performed with a good known test ac adapter and patient circuit connected. Vent passed 120 hours of extended tests at customer settings with no unusual alarms or conditions occurring. Bench testing reveals vhome is out of spec. Performed vhome trim and vent passed flow & o2 blending and tidal volume.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported t vyaire medical that the ltv (lap top ventilator) 1200 had a power failure during transport, they claim the ventilator was plugged to ac before the transport. At this time, there is no information regarding patient involvement associated with the reported event.